Event description:
It was reported that the foley catheter was placed in the patient emergency room on (B)(6) 2025. The next day, on the (B)(6) 2025, it was discovered that the catheter had naturally removed from the patient. Suspected a damaged balloon, distilled water was injected, which resulted in normal inflation. Catheter naturally removed.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 all silicone foley catheter attached to urine meter. Visual inspection noted no obvious observations. Using the in house syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the patient emergency room on (B)(6) 2025. The next day, on the (B)(6) 2025, it was discovered that the catheter had naturally removed from the patient. Suspected a damaged balloon, distilled water was injected, which resulted in normal inflation. Catheter naturally removed.